Manufacturer narrative:
The reported low speed events were confirmed through the review of the system controller log file that was submitted by the account. The submitted log file contained data from (B)(6) 2017 through (B)(6) 2017 and captured a low speed advisory alarm beginning on (B)(6) 2017 at 22:33:58. The pump speed appeared to decrease until 22:34:03 when a pump stoppage was captured. Low speed hazard and low flow hazard alarms were active from 22:34:01 through 22:34:04. Based on past experience with the device and similar reported events, the low speed events, hazard alarms, and pump stoppages that occurred while the patient was supported by the mobile power unit could be indicative of driveline damage. However, a direct correlation between the device, and these findings could not conclusively be established through this evaluation. The external portion of the driveline was not replaced as it was not possible to identify a specific area of potential driveline damage. The patient remains ongoing on vad support and no further issues have been reported at this time. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing on lvad support awaiting transplant. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that an external driveline evaluation was performed by the manufacturer¿s technical services representative on (B)(6) 2017. X-ray images showed several areas of stressed shielding and previously unreported rescue tape repairs in the portion of the driveline external to the patient. X-ray images of the driveline internal to the patient showed no direct indication of damage or stressed shielding. There was one sharper arc directly behind the pump end bend relief. Approximately 15 cm from the skin, the driveline showed an area with completely disconnected shielding. In addition, an area with stressed bionate and shielding was observed approximately 4 cm from the connector bend relief. There was no direct indication of a short. The device passed electrical continuity testing, and the alarms were unable to be reproduced when palpating the external portion of the driveline, or while the patient performed body movements with a grounded power module patient cable. The patient was listed on the high urgency transplant list. No additional information was provided.

Manufacturer narrative:
The patient's weight was not provided. Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 7 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that after over 4.5 years of support, during a routine outpatient visit, the system controller history showed an entry where the pump was not able to maintain the set speed. The patient was asymptomatic. X-ray images revealed a stressed area in the portion of the driveline external to the patient. Further evaluation of the driveline will be performed on an unspecified later date. No additional information was provided.